Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft and ovation ix iliac limb. Approximately eight (8) months post initial procedure, the patient presented with a proximal leak in the bifurcated device (type ia endoleak). The physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2019. There have been no additional patient sequelae reported.

Event description:
Additional information received per clinical assessment refuting the reported type ia endoleak and confirming that rather a type ii endoleak was present at the time of the reported event.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observation: the type ia endoleak complaint is refuted and rather, there is a type ii endoleak from the inferior mesenteric artery. The complaint is most likely anatomy-related. Procedure-related harms for this complaint could not be determined, and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.